Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that there was an access site injury. It was reported via social media that the patient had the watchman closure procedure successfully performed. Post procedure and for three (3) months post procedure the patient has experienced intense pain and numbness in their leg due to the access site for the procedure.